Event description:
A center director reported a pt with transient light sensitivity syndrome (tlss) in the right eye, 2 1/2 weeks following lasik treatment. The pt reported light sensitivity in the right eye for seven days prior to postoperative exam, on (B)(6) 2014, and had self-administered his topical steroid drops once every night at the onset of symptoms. The pt's topical steroid dosage was increased. Additional info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).